Manufacturer narrative:
No product has been returned for evaluation. Evaluation was performed by (B)(4). Device returned to (B)(4).

Event description:
Information was received that a revision procedure was performed on (B)(6) 2019. As per the reporter the rod failed to lengthen. During a review of investigation findings from (B)(4) it was identified that the drive pin was broken and the o-ring was compromised. There was no patient harm reported.